Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "implant prothesis rupture".

Event description:
Healthcare professional reported "implant prothesis rupture", ¿23mm siliconoma is observed", and a "nodule with circumscribed contours¿ not device related against right side device. The device remains implanted.